Event description:
According to the reporter, the device had tear on the anterior - proximal side of cuff requiring a tube change. The physician ruled out any anatomical cause such as no noted cartilage to cause tear of cuff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.